Event description:
It was reported that the 9800 system has a problem associated with vertical column motion. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the vertical column power supply (24v). The system was tested and found to be working as intended and placed back into service.